Event description:
A digoxin result of 2.35 ng/ml was obtained, which triggered an autorerun (due to a panic value set at >2.0 ng/ml) and generated a result of 0.15 ng/ml. Both values were printed and the technologist incorrectly reported the second result of 0.15 ng/ml to the physician. The pt was admitted to the hospital and given digoxin. The error was discovered by the lab and the original sample was repeated and results of 2.35 and 2.34 ng/ml were obtained. Another sample was redrawn 3 hours after administering digoxin and a result of 1.77 ng/ml was obtained. Analysis of the instrument data indicated a short sample occurred during the autorerun of the sample. As a stated in the operator's manual, the operator "must ensure that, prior to processing a sample cup, sufficient sample is present in the cup to allow for any possible automatic rerun of the tests from that cup. If any of the following instrument options is turned on, autorerun, autodilute, automatic reflex, automatic panic rerun insufficient sample in a sample cup could cause incorrect results."